Event description:
The customer reported that during a patient event, the device would not power on for use. It is unknown what sort of delay this caused for patient care; however, the customer did advise that the patient did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported event was a failure of an integrated circuit chip, designator u5.